Event description:
Customer reported erroneously low test results for hemoglobin (hgb), hematocrit (hct), and red blood cell count (rbc) were obtained when using a coulter act 5diff cap pierce (cp). The test results were determined to be erroneously low after the samples were rerun on the same analyzer. Erroneous test results were reported out of the laboratory. Corrected reports were issued. Review of printouts provided by the customer identified two patient samples with erroneous results. Quality control was performed before and after the event and was within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer. The fse ran an initial reproducibility and found the cvs (coefficient of variation) to be high. Replaced the probe and sampling syringe, adjusted the hemoglobin lamp. Performed reproducibility, startup and quality control; all were within specifications. The repair was verified and system validated. Cause could not be determined. This is one of two reports from this customer. This MDR is related to 1061932-2012-00512.